Event description:
The customer reported a ventilator that would not power on. This was clarified as a ventilator that was inoperative as evidenced by diagnostic code 1014 (post timer/24v failure). No patient involvement.